Event description:
Pt was admitted for placement of bard port-a-cath in the right subclavian vein. The surgical placement of same was uneventful but following the surgery the physician suspected that the port was not functioning correctly. He stated in the chart that there had been blood accumulating around the catheter and it is felt that probably either the port of the catheter had been damaged. The pt was taken back to surgery for replacement of the port-a-cath. During the surgery it was noted that there was partially clotted blood in the port space. Also the port and the hub were free within the cavity, having separated from the catheter. On fluoroscopy, the catheter was found to be embolized near the junction of the subclavian, internal jugular and superior vena cava. An international radiologist was called and was able to retrieve the catheter. The catheter and the introducer were removed intact.